Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of remote transmissions revealed intermittent loss of biventricular capture on the implantable cardioverter defibrillator. High capture threshold was also noted. Programming changes were made. The patient was stable.